Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced difficulty with emptying her bladder and subsequently, the physician cut the mesh sling. In (B)(6) 2011, the patient had vaginal bleeding and cystoscopy showed stones in the bladder and an erosion. The patient underwent an abdominal operation to remove the mesh. Following this procedure, the patient got a vesicovaginal fistula, which was closed and part of the mesh was removed on (B)(6) 2013. The current status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.